Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging the display on her onetouch ultra meter was missing segments. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 6 weeks ago prior to contacting lfs. The cca was advised the patient manages her diabetes with oral medication (type/ amount not clear). It is not known what action the patient took at the time of the alleged issue. About 3 weeks after the alleged issue begun, the patient claimed she felt lethargic. About 10 days prior to contacting lfs, the patient visited her physician's office. The patient stated she was administered insulin (type/ amount not specified) and was advised to increase her oral medications. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 (06/13/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have the lcd flat cable peeled off the lcd glass at pins #1-4. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.